Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as error code e224 appeared on the screen. Additionally, camera also failed the leak test due to a small cut on the wire. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the 4k camera head did not display an image. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A communication error (e224) occurs when there is a communication error with the processor. Based on the results of the investigation, it is likely that reprocess and control of this product with tweezers, forceps, scalpels, etc. Resulted in a cut on the cable. As a result, the image was no longer displayed because moisture penetrated from the cut in the cable and the electronic circuits were short, which prevented it from communicating with the processor. The instructions for use have the following statement which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."